Manufacturer narrative:
Clinical investigation: there is temporal relationship between the patient¿s peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s peritonitis event. However, there is no documentation which indicates a causal association. The etiology for the patient¿s peritonitis event cannot be determined due to lack of sufficient information. Peritonitis is a known risk and well-documented complication of pd therapy. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient had been diagnosed with peritonitis. Upon follow up, the pdrn stated patient had a positive staph culture result, and confirmed the patient was not hospitalized. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique. The patient¿s culture results were positive for staph, however the date of the culture and the organism were unknown. The patient was prescribed and treated with vancomycin via ip for 3 weeks, and levaquin orally for 3 weeks. The patient recovered and has resumed their pd therapies without further issues. Additional details surrounding the peritonitis were requested, however, not provided.

Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler failed the ¿go/ no go gauge¿ check on the left side (display side) one of three points of measurement failed the ¿go¿ check. The heater tray was making contact with the top cover on the display side. The cycler failed the load cell verification. When placing two 2000 gram weights in the center of the heater tray the tare weight + 4000 gram, the cycler displayed reading of 3963.3 grams, which was out of specification. The minimum tolerance is 4620.0 grams. The reported m65 scale reading error warning was confirmed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.